Event description:
It was reported that during the implant procedure after connecting the leads to the device, testing revealed that the atrial lead exhibited loss of sensing. The physician elected to program the device to fixed av delay. The patients condition was stable.

Manufacturer narrative:
(B)(4).